Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states (B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during the surgery, the rear portion of the handle of the revitan, rasp adapter with length markings has broken off and the surgery was completed with the defective instrument. No surgery delay has been reported. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: instrument breakage event description: according per, during the surgery on (B)(6) 2018, the rear portion of the handle of the rasp adapter is broken off and the surgery was completed with the defective instrument. No surgery delay has been reported review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: revitan rasp adapter (ref: 01.00409.501) is received for the investigation. The instrument shows extensive signs of usage. The striking plate shows dents from hammering on the upper and lower part of the plate. Along the adapter significant indentations are present, especially located around the two boreholes where the crossbar is inserted. The adapter fractured at the thinnest wall thickness on the side of the borehole closest to the striking plate the fracture surface shows signs of beachmarks indicating a fatigue mode fracture. There are two crack initiation points visible on each fracture surface. Further, two crack propagation areas initiated from the crack initation points are observed. The area of the final rupture is in the middle of the two fatigue zones. Moreover, plastic deformation is observed all along the edge of the borehole between the two fracture surfaces. No functional test was performed as the striking plate is broken. Review of product documentation: following characteristics were inspected according inspection plan: characteristic no. 01 feature ¿borehole¿ with scope of testing: 100%. Means of inspection: caliper. Characteristic no. 03 feature ¿surface characteristics¿ with scope of testing: 100%. Means of inspection: visual. Characteristic no. 05 feature ¿aau q.26.252 hardening and tempering of 1.4021" with scope of testing: 100%. Means of inspection: visual. Raw material certificate confirms that the product was manufactured according the material specifications. Root cause analysis: root cause determination using sap rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible, raw material certificate and DHR of the instrument confirms that the product was manufactured according specifications. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible, no signs of corrosion is seen on the device. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, high forces in a repeated manner could lead to breakage. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling possible, used by unqualified or untrained individuals can lead to failure. Instrument breaks or deforms due to off-label / abnormal-use possible, abnormal use and of-label use could lead to breakage. Therefore, cant be excluded. Conclusion: the revitan rasp adapter was broken during the surgery. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The visual examination suggests that the device has been used extensively over a period of several years. The instrument is in use since 2012. No material defect was observed at any fracture site which could have induced a failure. The edges of the boreholes are highly damaged, which would indicate that the edges were hit directly (without using the crossbar). That could have resulted in abnormal bending forces present on the handle. Thus, repetitive extreme/abnormal forces present on the instrument most possibly contributed to the fatigue failure of the device. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).